Manufacturer narrative:
Batch review performed on 01 jul 2019: lot 146952: (B)(4) items manufactured and released on 14-jan-2015. Expiration date: 30-11-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery planned on august 15, two years and a half after primary surgery, due to stem loosening.

Manufacturer narrative:
On (B)(6) 2019 and (B)(6) 2019 we have received some additional information about the case: the revision was performed on (B)(6) 2019 and no implant is available. Women patient weight 98kg the stem was taken out not so easily the liner pe was taken out and replaced by a ceramic liner. The surgery was successfully completed.

Event description:
Revision surgery performed, two years and a half after primary surgery, due to stem loosening. Stem and liner were replaced.